Event description:
It was reported that when patient presented remote via merlin.net transmission, lead fracture due to clavicular crush was observed on the ra lead. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
A complete lead measuring 46.3cm was returned for analysis in one piece. Visual examination noted all five filars of the outer coil were fractured at 18.5cm o 19.0cm at the middle region from the connector pin consistent with clavicular crush damage.